Event description:
It was reported that during the pt's hemodialysis treatment, the venous bloodline became disconnected from the catheter. The pt was transported to the hospital where they subsequently expired. A request for additional pt event and medical records has been made. This MDR includes all info provided to date.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported venous bloodline disconnect during the hemodialysis treatment resulting in the pt code and subsequent death. The bloodline (plant investigation) is anticipated. A supplemental medwatch report will be submitted upon completion of the investigation. This is one of 2 MDR's submitted to document this reported event. Please reference MDR number: 8030665-2013-00261.